Manufacturer narrative:
Event date: date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14016. It was reported the patient no longer was experiencing effective therapy. As a result, the entire system was explanted to address the issue.